Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to the customer's blood glucose level. Issue occurred earlier in the day, and customer stated issue was with the charging pad. Technical support decided to send out a replacement to resolve the problem.